Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y308940, exp: dec20, 0.9% sodium chloride injection. The customer¿s report that the tubing ballooned at the silicone segment was not confirmed. Due to the damaged tubing, further functional testing could not be performed to replicate the reported balloon. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a slice/cut on the tubing that allowed fluid to leak during functional testing. The cut extended almost completely across the tubing. Functional testing was performed by allowing fluid from the still attached baxter infusion bag to flow through the set by gravity. The set leaked from the tubing cut that was observed during visual inspection. No other leaks or ballooning were observed throughout the set. The root cause was not identified.

Event description:
It was reported that the tubing "ballooned" for the second time at the silicone segment which was discovered when the pump door was opened. It was confirmed during follow up that there was no patient harm as a result of this event; however, there was a delay in patient care.

Manufacturer narrative:
The customer¿s report that the tubing ballooned at the silicone segment was confirmed based on the customer¿s photo evidence of the balloon. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a slice/cut on the tubing that allowed fluid to leak during functional testing. No other leaks or any signs of silicone ballooning were observed. The silicone tubing of the pump segment was visually inspected for any deformation but no signs of a balloon was observed. No other anomalies or tools marks were observed throughout the set. Functional testing was performed and the set leaked from the tubing cut that was observed during visual inspection. No other leaks or ballooning were observed throughout the set. Due to the damaged tubing, further functional testing could not be performed to replicate the reported balloon. The root cause is unknown.

Event description:
It was reported that the tubing "ballooned" for the second time at the silicone segment which was discovered when the pump door was opened. It was confirmed during follow up, that there was no patient harm as a result of this event; however, there was a delay in patient care.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing ballooned for the second time at the silicone segment which was discovered when the pump door was opened. There was delay in care. No patient harm was reported by the customer.